Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the set screws on the pacemaker were unable to be tightened. The physician elected to exchange for another device. The patient recovered after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.